Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The pt stated they hate using their implanted neurostimulator (ins). Pt stated for their old ins they only had to charge it once every week or 6 days and the current ins doesn't last 36 hours. Pt stated their controller popped up screen cannot continue please call mdt, software problem 1-intellis, 2- 3.6. 3-1548, 4- appmanager.c. Pt stated they took the li bp out for 36 hours and put it back in after, but controller did not wake up. Pt stated controller was fully charged before they reset controller. Pt plugged controller back into wall. Pt stated they have gone about a month and half without ins. Pt stated it was hurting to put belt around ins and now that they are feeling better. Pt stated that charging is a nightmare and battery only lasts 1-1.5 days. Pt stated they have spoken to manufacturer representatives (rep), hcp, and patient services (ps) about issue and have gotten the controller replaced before. Ps did not find rtg case related to controller replacement. Pt stated the belt however did make it easier to charge. Pt mentioned losing 30 lbs. And when they sit down, they feel that their ins is cutting them inside out. Pt stated that when they spoke to their hcp about this, the hcp stated they opened the old ins pocket and put the current ins into it. Pt stated they went from being a complete believer in the device to completely disappointed. Ps referred pt back to their hcp to discuss symptoms. Ps had the pt remove the battery pack from the controller and connect the controller to the ac power supply; pt confirmed that the controller powered on. Ps then had the pt reinsert the battery pack into the controller while the controller was still connected to the ac power supply; pt confirmed seeing the controller light flashing green. Pt saw screen memory problem, pt denied help in fixing date and time and stated they will do it on their own time and finished set up. Controller displayed no device found screen. When asked, pt stated the last time they charged ins was maybe around 2 months ago because they were so frustrated. The rep reported they were not previously aware of this issue. The cause, interventions, resolution, and weight are unknown, but the rep reported they will reach out to the patient to see if the problem has been resolved.